Event description:
Additional information received further reported that between (B)(6) 2015 and (B)(6) 2016 the patient experienced: pelvic pain, back pain, pain and adhesions from the sling and mesh, pain if sitting or standing too long, painful transition from a sitting or standing position. Daily pain limits the patient¿s ability to stand and sit and walk. Severe bulge, dyspareunia, atrophy, chronic pelvic pain, perineal pain with standing, tugging in rectal area. Rectal pain with defecation, difficulty evacuating, rectal pain during bowel movements, vaginal intercourse, or long periods of sitting, tenderness upon palpation of hypertonic puborectalis muscle, intra-anal intussusception, dyssynergia and levator spasm. General consensus the mesh is misplaced and pulling on the rectum. Urethral discomfort with sitting, perineal pain with standing, tugging in the rectal area, vaginal bulge: pain/tugging, dyspareunia: tight introitus, decreased sensation, mesh prominent on digital rectal examination, erosion of mesh into gastrointestinal tract. MRI: scarring from posterior vaginal fornix to rectosigmoid colon. Pelvic pain, dyspareunia, rectal pain, pulling sensation, feeling of a ball in her perineum, labial swelling, difficulty with defecation and urination. Severe pain, mesh causing erosion of the rectal and vaginal mucosa, intense pain in rectal area and urinary hesitancy associated pelvic pain.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the patient experienced continued and worsening pain, ptsd symptoms from surgery, difficulty standing for long periods, sutures protruding into rectum, swelling in the vagina, diarrhea with fecal incontinence, uncontrolled flatus, difficulty urinating, and dyspareunia. The mesh was removed during a surgical procedure with cystotomy and vaginotomy. Curled mesh was found during dissection.